Event description:
A customer reported receiving a "replace sensor" message from the adc device. The customer experienced loss of consciousness due to hypoglycemia, but reported they were able to self-treat with orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sections d-4 (expiration date) and h-4 (device mfg date) have been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device. The customer experienced loss of consciousness due to hypoglycemia, but reported they were able to self-treat with orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.